Manufacturer narrative:
The device was manufactured 07/23/2023 - 07/24/2023. The device was received for evaluation. A visual inspection was performed with the unaided eye and no defects were noted. A functional leak test was performed by filling the container with tap water and firmly squeezing the container and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.